Event description:
An unexpected decrease of the remaining battery charge was observed. The device will be changed.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The analysis is still ongoing. As soon as the analysis results become available, this report will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and showed a remaining battery capacity of 25%, confirming the clinical observation. In addition, a warning message was displayed regarding the battery condition. The memory content of the device was inspected, revealing that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functionality was fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing process for the battery was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Subsequently the battery was subjected to a visual and an electrical inspection, which confirmed the battery depletion. However, the destructive analysis did not reveal any abnormality which might have led to an early depletion of the battery. The electronic module was therefore subjected to a further long-term temperature stress test, comprising multiple temperature cycles from 5°c to 50°c. During the stress test the device showed no anomalies. The current consumption of the module was normal and as expected. There was no indication of a module malfunction. Despite extensive analysis of the device and its components no conclusion could be drawn regarding the root cause of the unexpected battery depletion. All components proved to be inconspicuous. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.